Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review noted no previous repairs within the last 12 months. The reported problem was confirmed through the review of the event history log as many alarms of ¿high alarm displayed: downstream occlusion¿ were displayed. As a result, the downstream occlusion (dso) sensor was replaced as a measure.

Event description:
It was reported that the device had high pressure. There was unknown patient involvement.